Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vaso viewhemopro vh-3500 insulation was peeling from the jaws. A new device was opened to complete the case. Nothing fell into the patient. The patient was not injured.

Manufacturer narrative:
Trackwise #: (B)(4). The lot # 3000252851 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 09/14/2022. An investigation was conducted on 10/04/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the c-ring, jaws, and heater wire. Charred tissue was also observed between the jaws. The c-ring was observed to be intact with no visual defects observed. A microscopic evaluation was conducted. The gray silicone insulation of the cold jaw was observed to be peeled but not detached, exposing the metal tip of the cold jaw. The silicone of the hot jaw and the heater wire were observed to be intact with no visual defects observed. Based on the returned condition of the device and the investigation results, the reported failure "peeled; jaw" was confirmed.